Manufacturer narrative:
Gehc surgery field service engineer tested system, operating properly upon arrival. Retrieved log files and corrected flat image process in rut. Found control panel error in event log and tested 5v supply at ffb. Measured 4.96 and adjusted to 5.12vdc. Closed system and retested. System is operating as intended.

Event description:
User stated that no boot or power-up following power outages/disturbances.